Event description:
It was reported that the surgeon was impacting the head and the tip of the plastic part fell off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Material analysis concluded that the impactor tip fractured from multiple origins along the root diameters of the first and second threads from the body of the tip. The fracture was due to multiple overloads caused by off-axis. The reported event was confirmed. Examination from material analysis team stated that the impactor tip fractured due to multiple overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon was impacting the head and the tip of the plastic part fell off.